Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and connection of the leads to the cardiac resynchronization therapy defibrillator (crt-d) connectors, the doctor observed a problem with the right ventricular (rv) lead channel connection and the lead could not be fixed. The crt-d was replaced. No patient complications have been reported as a result of this event.